Event description:
It has been reported in a service report that the cot was leaking hydraulic fluid. No adverse consequences were reported. This alleged issue could not be duplicated by field service.

Manufacturer narrative:
Hydraulic leak alleged.